Manufacturer narrative:
(B)(4).

Event description:
The patient was not able to urinate with the device and could not lay down. The device was suppose to have been implanted in his stomach but was put in his lower buttock and implanted too deep. The doctor "screwed his implant up". He had it removed yesterday. Additional information has been requested.